Event description:
It was reported that a half day infusor experienced a leak. This was noticed after the device was filled with 2000 mg of desferrioxamine in 35 ml of water for injection and while a pharmacist was checking the device. The device completely leaked into the clear plastic packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured october 15, 2014 ¿ october 17, 2014. The device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device. Further visual inspection revealed that the tubing had broken off the cap of the device. A portion of the tubing remained in the cap. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.